Manufacturer narrative:
In use at the time of the event: cgm model: g7 mobile os: ios / ios_iphone xr / 2.9.1 / ios 26.1.

Event description:
It was reported that the wake button is difficult to press and requires pressing multiple times to function. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.